Event description:
The (B)(6) service repair tech reported that during routine testing of the device at the service center, when the gas setting was completely turned in the direction to close (0 1/min.), the flow setup indication of the screen on central control monitor (ccm) showed 0.02 1/min. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.